Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed that the black box begins on (B)(4) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2012 have been overwritten. The review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and was found to be delivering within the required specifications. The complaint was not able to be duplicated because the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the patient has had elevated blood glucose (bg) readings in the 200 to 300 mg/dl range during lunch time and at end of school day for past 3 days. The patient's mother reported that the elevated bg readings began on (B)(6) 2012. The reporter stated the patient complained of stomach pain with the elevated bgs. In addition, the patient's mother informed animas customer support that the patient had tested positive for moderate, small and trace ketones with the high bgs. The patient would receive a correction bolus via the pump and the reporter confirmed her bg would come down. At the time of troubleshooting, the patient's mother declined to review the pump. The patient's mother informed customer support that the felt the high bg's were due to being towards end of insulin bottle. During the call, the patient's mother did state that patient's site was placed on (B)(6) 2012 and not changed out till afternoon of (B)(6) 2012. No additional information was provided. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. It is not known if the patient's high bg could be attributed due to a malfunction of the subject pump, use error or misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.